Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about the liquid leaked out of the protector during use. Customer noticed the liquid leakage when they were mixing the contents after attaching the protector to the vial. When they removed the protector from the vial to check the cause, the metal needle and protector came off.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one protector without the needle attached and one vial with the protector needle penetrating the stopper was provided to our quality team for investigation. After visual inspection, no defects were observed within the needle housing to indicate the needle was not properly assembled, it was noted that the needle appears to have penetrated the vial off center, penetrating the metal cap. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification the cannula is properly centered, assembled, and there is no damage or other defects on the cannula. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. It is important that the device is not manipulated or removed once attached on to the vial as this can cause damage. Based on the available information, we cannot identify a root cause related to the manufacturing process at this time. It appears the needle separated during the connection of the protector on to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.